Event description:
It was reported that during percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed lesion was located in a shunt in the calcified and moderately tortuous cephalic vein. A 5f terumo introducer sheath was inserted via anterogade approach. After the guide wire crossed the lesion, the physician used a 6.0x40,40cm mustang balloon catheter. Upon the first dilatation, the balloon ruptured at 8 atms. The procedure completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).